Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is pet owner. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a three (3) year old cocker spaniel dog underwent an unknown procedure to treat a femur fracture on the right hind side leg and was implanted with an unknown plate and screws. Approximately 40 days after the surgery, the dog began limping and not eating nor drinking. The dog¿s owner took the dog to the veterinarian who performed x-rays and found that the plate had broken. The surgeon felt that the dog was weight bearing too soon, which caused the breakage. The dog¿s owner sought for a second opinion and visited another veterinarian. The second veterinarian felt the plate was not implanted properly and scheduled a revision surgery on (B)(6) 2019. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).

Event description:
Further it was reported that the dog underwent a revision surgery on (B)(6) 2019. Procedure was successful and dog is doing much better now.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional information received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.